Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an extrusion of the implant. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient went to the hospital with an incipient extrusion of the implant (the top part of the inner coil was visible) on (B)(6) 2019. The recipient underwent a surgery on (B)(6)2020 and skin was placed on top of the device. He returned again to the hospital on (B)(6)2020 with a larger wound and more of the implant had extruded.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient went to the hospital with an incipient extrusion of the implant (the top part of the inner coil was visible) on (B)(6) 2019. The recipient underwent a surgery on (B)(6) 2020 and skin was placed on top of the device. He returned again to the hospital on (B)(6) 2020 with a larger wound and more of the implant had extruded. On (B)(6) 2020 a new surgery was carried out when the electrode was cut and left inside of the cochlea, and the implant housing was explanted.